Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will reboot without showing the verification screen. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated rebooting had occurred. Visual inspection revealed no damage to the battery compartment or battery cap. The battery cap was able to tighten securely to the pump. The pump was exercised for 24 hours with no power issues occurring. There were no battery contact defects found during investigation. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.